Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. An evaluation was performed by olympus, and there was no malfunction identified regarding the output power. Additional non-reportable evaluation findings are as follows: broken cable insulation of foot switch, adjustment was required, insufficient power output, and disturbed communication. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the reported "automatic power changes" was likely attributed to user error. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes a correction to a1, d9 and g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to h3. Also, information has been added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
Olympus was informed that during a therapeutic colonoscopy procedure in the course of which three polyps were to be removed, the esg-100 electrosurgical generator allegedly changed its settings automatically to a higher power output without anyone touching the machine or the foot switch. This happened when the surgeon was burning the first polyp. The surgeon then changed the settings back to the intended output level and tried to continue the procedure by removing the second polyp. However, the hf-generator changed its settings automatically once again. As a result, the surgeon cancelled the procedure before the third polyp could be removed. There was no report about harm to the patient but a follow-up procedure is to be scheduled to remove the third polyp.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.